Event description:
It was reported that this right atrial (ra) lead exhibited high out-of-range pacing impedance measurements measuring 2,300 ohms. Sensing and thresholds were within normal range. Subsequently, this lead was surgically abandoned and replaced successfully during a routine device change out. No additional adverse patient effects were reported.